Event description:
Ems responded to unresponsive infant call. CPR in progress. Pt intubated. Bag-valve-mask used. No air exchange. Re-intubated, no air exchange with bvm. Noted valve was broken and floating loose in bag. Changed to different bvm, air exchange present.